Event description:
Pt opened packaging of intravenous administration set with cassette attached. There was a 1/4" end of "hard" tubing inserted into the "soft" tubing that is in the cassette cartridge. The hard tubing was completely severed at this point. Pt returned the defective tubing to the facility.